Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the pacemaker exhibited diagnostic anomaly resulting in no data trend available in the interrogation report. Programming changes were suggested however no changes or interventions were reported. The patient condition was not known.